Manufacturer narrative:
(B)(4)

Event description:
The surgeon provided the following new information. Preoperatively, the patient's best corrected distance visual acuity (bcdva) was 20/20 and there was no decrease in bcdva compared to baseline. The initial surgery to implant the inlay was uneventful and the decentration was described as inferior. The stage 2 diffuse lamellar keratitis (dlk) required secondary surgical intervention to lift and irrigate the flap, necessitating removal of the inlay. The causes of the dlk and inlay decentration were both unknown. The dlk resolved and the patient has a good prognosis.

Manufacturer narrative:
The device was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and dlk are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. One day postoperatively the inlay was noted to be decentered inferiorly and the inlay was explanted. At this visit diffuse lamellar keratitis (dlk) was observed, but the seriousness and need for intervention is not known at this time. Additional information has been requested.